Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette leaked. This event occurred during night dwell one of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. The hp stated that the supply bag disconnected from the cassette. Renal therapy services (rts) had the hp close all the clamps, end the therapy, turn on the device and open the door. The customer advised that they would discard the used supplies and set up with new supplies. The customer also advised that they would call the registered nurse to notify that the solution was leaking while the patient was connected to the device. There was no patient injury or medical intervention associated with this event. No additional information was available.